Manufacturer narrative:
H11:correction. D4:corrected model,catalog and unique identifier(UDI). Section d4 was updated to indicate correct model # , catalog # and remove UDI. D4. UDI# - the device has a date of manufacture of (2004-2006) and was not subject to UDI requirements.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and used a circuit on the unit to test. The unit would not pass the leak test. The fsr tried his personal test equipment and the leak test passed. After resolving the leak issue the unit was tested in ncpap (nasal continuous positive airway pressure) and could not duplicate the constant circuit disconnect issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is having a constant circuit disconnect alarm. Furthermore, there was no patient associated with the reported event.